Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076, lead, (B)(6) 2011. Product ID: 693565, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the caller indicated that the patient's epicardial shocking coil had an apparent fracture. Further follow up did not yet yield any additional information. The status of the lead is unknown. No patient complications have been reported as a result of this event.